Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer states she's been trying to bolus all day to bring it down but it just isn't working. Customer states while she was waiting to get connected she put in come carbohydrates and it was able to get her blood glucose. Customer also states she was given a new medication yesterday and it was fine, but her blood glucose was 382, 415, 430 mg/dl an hour later and then was 451 mg/dl. The customer was treated with boluses. The customer was able to perform high pressure test and it did passed. The insulin pump will not be returned for analysis.